Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump was squirting out insulin during prime. Customer's blood glucose was unknown. Customer mentioned there was leaking issues. No troubleshooting was done. Customer will not be returning the reservoir for analysis.